Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "te deflation." It was reported "injected water, te deflated" two months prior to deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow and white particles, curved opening. A leak test was perform and was found one opening. A microscopic analysis identified: a curved sharp opening on posterior side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side "te deflation." It was reported "injected water, te deflated" two months prior to deflation. The device has been explanted.